Manufacturer narrative:
(B)(4).

Event description:
It was reported that extra cardiac stimulation on the lv lead was observed. Physician could not find a vector that did not have stimulation, so the lv lead was turned off. Later the patient was followed-up in clinic and the lv lead was capped on (B)(6) 2016 during device change out procedure. Since the lv lead was turned-off, physician decided to downgrade the device to a dual chamber ICD system. Patient¿s condition was stable.